Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of liquid spill was noted on the pneumatic back-plane pc board and the pull magnet. The parts were replaced and after successful tests the ventilator was sent back in service. The pneumatic back-plane pc board is an interconnecting board including connectors for gas modules, safety valve, o2 sensor/cell and fan. The pull magnet is a part of the safety valve, and its movable axis closes or opens the safety valve membrane. The safety valve is tested during pre-use check before start of ventilation. The parts were not further investigated since ingress of liquid substance on pc boards and other parts can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
During investigation of an unrelated complaint, liquid was noted inside the ventilator. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured prior to the implementation of UDI in manufacturing on 10/22/2015.